Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced cardiac tamponade that required pericardiocentesis and drain placement. They had noticed that there was a "bit of effusion or fat". During the cardioversion, anesthesia noted that there was a "slight" drop in pressure. Anesthesia assumed that it was a normal response to the cardioversion and treated the drop in blood pressure. The anesthesia team did not notify the physician during the procedure, but they did mention it during the end of the procedure. At the end of the procedure, the effusion was discovered when the physician was doing their final "sweep" with the soundstar catheter. It is the physician's normal protocol to do a final check with intracardiac echocardiography (ice) at the end of the procedure. The physician performed a pericardiocentesis to drain the fluid (300 ml was removed). The tube was left in place in the patient to allow for additional drainage and the patient was admitted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation, and the patient experienced cardiac tamponade that required pericardiocentesis and drain placement. The product was returned to johnson & johnson medtech (j&j) for evaluation on 28-nov-2024. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Section d9, h3 and h6 were updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).